Manufacturer narrative:
Pump passed the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test and rewind test. The displacement test functioning properly. However, motor error alarm during the occlusion test and pump unable to prime during the prime test due to faulty force sensor resistor. Motor passed motor test. Pump unable to perform the excessive no delivery test and delivery accuracy test due to motor error alarm and pump unable to prime. Pump received with cracked reservoir tube lip, broken battery tube threads, stained back address label and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump alarmed motor error and was unable to complete a rewind. The customer¿s blood glucose level was 594 mg/dl at the time of the incident. Customer was admitted for diabetic ketoacidosis and high blood glucose. The customer had changed their set the night prior to the incident. Troubleshooting was not completed. The customer also reported pump physical damage and pump exposure to an airport body scanner a few weeks prior to the incident. The insulin pump will be returned for analysis.